Manufacturer narrative:
The cause of the reported problem was disconnected speaker cable. Results of functional testing concluded that the speaker cable was disconnected inside the fm20 fetal monitor. The speaker cable was reconnected and the avalon fm20 monitor is working as designed. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the device was not making any audible sounds and was showing a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.